Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead displayed atrial oversensing on stored episodes. It was noted that the oversensing started after the patient had a maze/ablation procedure completed. Follow up was completed and it was verified that no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.